Event description:
The pt experienced a loss of therapeutic effect and a loss of stimulation sensation following a fall about a month ago. It was confirmed that the pt programmer did communicate with the device and that the device was on. However, she could not adjust the stimulation. The pt visited her physician and was told to turn off the device for one week and keep a journal of the symptoms. The physician did not check the device with the physician programmer. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).